Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had swelling and pain in both knees; also, device malfunction was identified for the reported lot number. No past drugs, concomitant medication or concurrent condition was provided. Patient had history of osteoarthritis of the both knees. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose and frequency: unknown) (batch/lot number: 7rsl021/ 7rsl019, expiry date: may-2020/ unknown) for osteoarthritis in both the knees. On an unknown date in 2017, after unknown latency, patient was complaining of swelling and pain in both knees after the procedure. Patient did not come back to the office until (B)(6) 2017. As of (B)(6) 2017, the pain and swelling had gone away. The physician used two different lot number of synvisc one for each knee and did not know which knee was given which lot number for each injection. No further information provided. Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated and global ptc number 50903. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on (B)(6) 2017 (both the information were processed with the clock start date of (B)(6) 2017). Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later complained of swelling & pain in both knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded. This single case report does not alter the benefit/risk profile of the product.